Event description:
Major pump unit(s) involved: device thrombosis.additional text: inflow cannula.specific component(s) involved: inflow graft malfunction/malposition; inflow valve.additional text: in bad position and had moved; thrombosis.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow graft malfunction/malposition, inflow valve.